Event description:
Reportable based on product analysis completed 17jul2012. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulty occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The 2.00x10mm flextome cutting balloon was unable to cross the lesion. No patient complications were reported and the patient status is good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device identified a hypotube break 46.5cm from the strain relief. The hypotube was severely kinked throughout. Shaft twisting was observed proximal to the rx port. A visual and microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).